Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had high blood glucose all day yesterday. Customer treated with the pump before bed and in the morning, he woke up with a high blood glucose. Customer had to go to work and knew that he had to change his set. Customer stated that once he got to work, he felt sick and faint. Customer felt like he wanted to vomit and vomited 3-4 times. Customer kept vomiting and was unable to change out his site. Customer went to the emergency room and was hospitalized with borderline diabetic ketoacidosis. Customer stated that after he was discharged from the hospital, he removed his infusion site and discovered that his cannula was bent at a 90 degree angle. Customer attempted to deliver a bolus with the pump but received a no delivery alarm during a bolus delivery. Customer's blood glucose was 586 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for